Event description:
It was reported that "when using a mallet to strike the handle, the broach disengages and the surgeon has to stop and lock the broach on before continuing".

Manufacturer narrative:
Method: visual examination, device history review, complaint history review, functional testing. Results: visual examination could not confirm the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Functional testing indicated that the device is in working condition. Conclusion: root cause could not be confirmed because the device is fully functional.